Event description:
The customer reported the adc device powered on with button press but not with test strip insertion and was therefore unable to obtain readings. As a result, customer experienced dizziness and sweating. Customer received third-party intervention by neighbor who provided a sugary drink for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle neo optium meter was reviewed and the dhrs showed the freestyle neo optium meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.